Manufacturer narrative:
The reported issue was confirmed, the root cause of the reported issue is a failed manifold harness. Replaced manifold harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device which was reported by the floor to be leaking, when they received it and turned on, it got an alarm 76 (non-recoverable system error). Once the manifold harness replaced the biomed would troubleshoot the leaking issue.

Event description:
It was reported that the biomed received the arctic sun device which was reported by the floor to be leaking, when they received it and turned on, it got an alarm 76 (non-recoverable system error). Once the manifold harness replaced the biomed would troubleshoot the leaking issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold harness. Replaced manifold harness. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed received the arctic sun device which was reported by the floor to be leaking, when they received it and turned on, it got an alarm 76 (non-recoverable system error). Once the manifold harness replaced the biomed would troubleshoot the leaking issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.